Manufacturer narrative:
(B)(4). The device will be repaired in (B)(6). As such it is not possible to evaluate the product and determine the root cause of this complaint. We will continue to monitor for this or similar complaints for this product code. At this time this complaint is considered to be closed.

Event description:
As reported by the ous affiliate, an icp gave incorrect readings. Another was used to complete the procedure. There were no reports of delay or patient harm.